Manufacturer narrative:
B5: event description - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received through clinical study that (B)(6) 2018, subject became conscious, no head-ache, no vomiting, left side weakness, muscle force was 2/5 08:58 (B)(6) 2018, non-contrast CT scan: cerebral infarction with hemorrhagic transformation ph1 no treatment was performed, no more imaging was performed. On (B)(6) 2018, subject recovered, could walk without assistance, subject was discharged on (B)(6) 2018 cerebral infarction with hemorrhagic transformation is asymptomaticà no treatment was performed the patient experienced cerebral infarction with hemorrhagic transformation post procedure: non contrast CT performed at about 23 h ours after procedure, the event was observed the patient is asymptomatic.

Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that a patient experienced cerebral infarction with hemorrhagic transformation that was assessed by the study principal investigator as serious with an indeterminate causality.